Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports since the last fill "pump is not working as well as in the past. It infuses very slowly". Serial number and expiration date of pump associated with event not provided. No adverse effects reported due to product issue. Unk if product is available for return. No missed dose/interruption to therapy reported due to product issue. Pharmacy to replace device. No further info. Reported to (B)(6).